Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was instructed on how to use the ins and the cause of the ins not charging past 3/4 capacity was human error. The issue was resolved.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger.

Event description:
Information was received from a consumer on (B)(6) 2016 regarding a patient who was implanted with a neurostimulator for radicular pain syndrome (radiculopathies). It was reported the patient had trouble maintaining the antenna over the implantable neurostimulator (ins). Recharging best practices were reviewed with the patient and a recharge session was attempted and the patient was able to get 6-8 coupling bars. The patient stated she had tried to charge her ins for 11 hours and all it showed was 3/4 of a charge. The patient stated she had all bars filled in, then it dropped to 5 and stayed there, but the battery would not increment past 3/4 full. The patient also noted that she fell 3 days ago (B)(6) 2016. It was noted that the charging problems began 2 days ago, (B)(6) 2016. It was recommended for the patient to follow-up with her healthcare provider (hcp). No patient symptoms were reported regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.